Event description:
It was reported that the customer was hospitalized with high blood glucose. It was stated that the customer was drinking the night before and he noticed that the glucose level was high; the insulin pump showed his active insulin as 18.9. The bolus history was checked and noticed that a bolus of 20.0 units was recorded, but the customer does not remember programming. He stated that it might be possible he did by mistake. The paramedics were called because, he thought that he was going low. The customer drank a liter of orange juice in the ambulance while he was taken to the hospital. The customer stated that they allowed him to leave when his glucose level was 13mg/dl and felt fine. The customer has not been connected since last night when he noticed the large bolus. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.